Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. In the absence of device returned for analysis a conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three prostyle devices after a superficial femoral stenting interventional procedure using a 6f sheath. Reportedly, the plunger was not present when the plunger was removed from the first two prostyle devices. A third prostyle device was attempted but the suture broke when the knot was being advanced. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.